Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The day of the event the patient experienced cramps and loss of consciousness due to a low blood glucose level. The reporter did not report any cgm malfunction, but it was not known what the cgm device was displaying at the time of the event. No treatment was reported but it was stated that the hcp advised the patient to remove their dexcom sensor and pump pod. No other details were documented and attempts to contact the reporter for more information were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The day of the event the patient experienced cramps and loss of consciousness due to a low blood glucose level. The reporter did not report any cgm malfunction, but it was not known what the cgm device was displaying at the time of the event. No treatment was reported but it was stated that the hcp advised the patient to remove their dexcom sensor and pump pod. No other details were documented and attempts to contact the reporter for more information were unsuccessful. A review of performance data found that the patient did not experience any interruptions in his readings during the entire date of incident aside from a single five-minute period of signal loss in the afternoon. The patient experienced two instances on the alleged incident date in which his estimated glucose values dropped below the urgent low alert threshold, which is fixed at 55 mg/dl. During the first instance, the low alert threshold was set to 65 mg/dl with the snooze feature set to 30 minutes. The patient's egvs dropped below the user low alert threshold at 3:23 am and the app delivered a low alert at partial volume with an egv of 64 mg/dl. This alert was acknowledged four minutes later. The egvs straddled the low alert threshold for the next half hour, and at 3:53 am, the patient's egvs met the urgent low alert threshold and the app delivered an urgent low alert at half volume with an egv of 55 mg/dl. At 3:58 am, the patient's egvs rose above the urgent low alert threshold and the app delivered a low alert at half volume with an egv of 60 mg/dl. The patient's egvs crossed back into target range at 4:03 am with an egv of 68 mg/dl. During the second instance, the low alert threshold was set to 72 mg/dl with the snooze feature set to 30 minutes. The patient's egvs dropped below the user low alert threshold at 12:23 pm and the app delivered a low alert at half volume with an egv of 66 mg/dl. This alert was acknowledged four minutes later. The patient's egvs continued to drop, and at 12:33 pm, the egvs dropped below the urgent low threshold and the app delivered an urgent low alert at partial volume with an egv of 44 mg/dl. At 12:38 pm, the app delivered a second urgent low alert, again at half volume, with an egv of 41 mg/dl. At 12:43 pm, the app delivered a third urgent low alert, this time at full volume, with an egv of 44 mg/dl. At 12:48 pm, the patient's egvs rose to 59 mg/dl before finally crossing back into target range at 12:53 pm with an egv of 78 mg/dl. No additional event or patient information is available.

Manufacturer narrative:
B5: describe event or problem - additional. H2: correction/additional information. H6: type of investigation - additional . H6: investigation findings - correction. H6: investigation conclusion - correction.